Event description:
Customer reported the system intermittently displays black images and the technique drives to maximum. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and monitor and verified all connections. System operates as intended.